Event description:
A malfunction was reported, indicated by a malfunction 12 code on the device. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in completing the reset process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.